Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the physician had attempted seven deployments of the device. The physician observed difficulty fully recapturing the device, and could move the deployment button halfway forward, but was meeting resistance and it stopped. The device was deployed several times with high thresholds observed. There was resistance felt while recapturing the device at the halfway position. The catheter was removed and inspected, and the device could be deployed and easily recaptured, however, the catheter showed an unusual curve just proximal to the recapture cone. Subsequently, a replacement device and delivery system was used and implanted successfully. No patient complications have been reported as a result of this event.